Manufacturer narrative:
Additional manufacturer narrative: added additional method coding.

Manufacturer narrative:
UDI #  (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. High gradient can be a result of possible valve related and/or non-valve related issues. Higher than expected gradient may require surgical/percutaneous intervention. Also, there can be several root causes of leaflet immobility or leaflet restriction; where the leaflet or leaflets are not functioning as intended leading to regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis, regurgitation and high gradient remains indeterminable. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx magna mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years and ten (10) months due to severe mitral stenosis, high gradient and regurgitation. A successful tmvr was performed with a 29mm 9600tfx sapien 3 transcatheter valve. The patient tolerated the procedure well with no complications . The patient was discharged on pod# 3.